Event description:
A surgeon reported a pt with visual aberrations following bilateral intraocular lens (iol) implant procedures. At the time of reporting for the fellow eye, the surgeon noted the visual aberrations were worse for the fellow eye than this eye. The symptoms for the fellow eye were reported to have resolved following the lens exchange. Later, information was received that the lens for this eye had also been exchanged due to intolerance of the visual aberrations. There are two medical device reports associated with this event. This report is for the left eye. The MDR for the right eye was previously filed under manufacturer report number 1119421-2013-00250.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information had been received when the file was opened. (B)(4).